Event description:
It was reported that after a da vinci pyeloplasty surgical procedure, it was noted that the blue housing was coming apart on the pk dissecting forceps instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments housing had broken snaps. The latch that held the housing was broken. The broken snaps damage may have been likely due to mishandling/ misuse. Failure analysis investigation also found the instruments tip grips were bent. One grip was bent, causing side to side misalignment of grips. There was a .025 offset at the tips. The bent grip exhibited separation of the yaw pulley and pulley cover at the glue joint, indicating likely cause of bending remains overloading at the tip. The bent damage may have been likely due to mishandling/ misuse. Failure analysis also found the instruments main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.